Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure air embolism occurred requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was positioned. After placing the clip, air was suspected in the left atrium. At the same time, st elevation was noted, and myocardial infarction occurred. The cds was removed, and aspiration was performed while pulling the cds out of the steerable guide catheter (sgc). The sgc was removed from the stabilizer and positioned below the body, but air continued to be aspirated. It was noted that the air was being pulled from the clip introducer. The cds was pulled out of the sgc by filling blood without applying strong suction. It is unknown whether air was mixed into the heart at that time. After successfully removing the air that was in the left atrium, the st elevation returned to baseline. When the cds was removed from the anatomy, it was noted that the port connecting the three-way stopcock of the clip introducer had a crack, so the cds was replaced. A new cds was advanced, and the clip was implanted. Two clips implanted, reducing mr to 1 and hemodynamic improvement was observed. Air was still confirmed at the apex of the left ventricle and an a-line catheter was used for aspiration. Imaging was clear but then are was noted during the attempt to aspirate. There was a change in the electrocardiogram while trying to aspirate, but returned to normal over time. There was no change in blood pressure and hemodynamics. There was a concern of cerebral embolism, but there were not results of suspicion of infarction such as paralysis and speech disorder after awakening were not seen immediately after the operation. The patient underwent a magnetic resonance imaging (MRI) and there were no neurological symptoms, only two tiny punctate were noted, and considered normal and insignificant. No additional information was provided.

Manufacturer narrative:
The return device analysis confirmed the reported crack. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis the cause for the reported crack cannot be determined. The cause for the reported air embolism appears to be due to the reported crack. The reported myocardial infarction is a cascading effect of the reported air embolism. The reported air embolism and myocardial infarction as listed in the instruction for use (IFU) are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.